Event description:
Surveillance study. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient underwent a reintervention. The index procedure treated a de novo, 75% stenosis of the 3.5x30mm proximal rca (right coronary artery). Treatment consisted of direct stenting using a 3.5x32mm taxus express2 stent at 14atm and post dilation with another balloon at 20atm resulting in 0% residual stenosis and timi 3 flow. Post procedure ivus (intravascular ultrasound) showed the stent was apposed to the vessel wall. The patient was discharged three days post procedure. No problems were found at the one, six, and 12 month follow up visits. At the nine month follow up stable angina was found. The patient underwent reintervention of the proximal rca on day 326 consisting of placement of another manufacturer's drug eluting stent. Prior to treatment, the 3.5x10mm lesion was 90% stenosed. Treatment resulted in 0% residual stenosis. The patient was discharged one day post procedure. The investigator assessed this event as definitely related to the study device.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.